Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The patient should go to the clinic to have the device interrogated by the programmer in order to stop the beeping. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.